Event description:
Same case as MFR report #: 2134265-2009-02028, 2134265-2009-02029. It was reported that during a percutaneous coronary interventional procedure, a vessel perforation and wire break occurred. The chronic total occlusion was located in the severely calcified right coronary artery (rca). The vessel curve was abnormal, continuing straight into a rectangular kink rather than curving. First, the floppy rtw guide wire was advanced, and the 1.25mm burr successfully treated two consecutive stenoses in the proximal rca. However, the burr would not advance. The physician then increased the speed from 135,000 to 160,000 rpms and advanced the 1.25mm burr through the lesion. The physician assumed that the floppy rtw guide wire had broken due to the direction that the burr went, although he had not visualized the wire break as of that time. The 1.25mm burr perforated the vessel wall and went through the pericardium. The pericardium was punctured and tamponade occurred. The perforation was treated with a 2.5mm stent. No attempt to retrieve the tip of the floppy rtw guide wire was made. The perforation was stopped, the patient stabilized and transferred to the cardiac ICU. The patient lost approximately one liter of blood. Surgery may be attempted at a later date, with possible wire tip retrieval at that time. The patient's condition was reported as 'good'. The physician attributes the event to the "extreme anatomy".